Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button issue, wherein the menu button and down arrow would randomly stop responding. The customer's blood glucose level was 189 mg/dl at the time of the incident. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer informed that pressing the menu button most of the time not responding does. Customer states the pump was neither dropped nor exposed to moisture. The customer would get the issue every time they used the middle button; the circle and down arrow. The customer stated that sometimes, the right arrow would respond when the down arrow was pushed. The customer stated that the issues frequency was daily. The customer stated that an alarm was in progress at the time the button was unresponsive. The customer was able to successfully clear the alarm. The customer stated that all buttons were not responding. The customer stated that the button were not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.